Event description:
A customer reported that the pump was getting very hot while charging. There was no adverse impact to the customer's blood glucose level. The device was to be returned by the customer, and a replacement pump was issued.